Event description:
It was reported that a spectrum pump had an alarmed system error 345 (thermistor disparity) during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an 345 error occurred. In multiple locations. A review of the event history log revealed system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the flex cables were not connected to input/output printed circuit board. The ultrasonic sensor and force sensor flex required reconnection to address this issue. Should additional relevant information become available, a supplemental report will be submitted.